Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Device analysis concluded there was not a device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. No information about the patient's outcome was provided. The ipp pump was sent back for analysis for vendor's request. Additional information received. The device was replaced due it was not inflating properly. The patient is recovering from surgery.